Event description:
The edwards lifesciences implant patient registry received a report that a patient with a 9750tfx 26mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 3 years and 3 months. A surgical edwards valve was implanted. Per medical record, patient underwent explant of the sapien 3 ultra valve due to severe bioprosthetic aortic stenosis, initially identified on transthoracic echocardiogram (tte) 2 years and 9 months post-tavr. A valve-in-valve (viv) tavr was initially considered but deferred due to concerns for multivessel cad. Coronary angiography revealed non-obstructive disease, allowing for surgical intervention. However, surgery was delayed due to the need for evaluation of a large right parotid mass, with concern for malignancy. During the interim, the patient developed progressive exertional dyspnea and fatigue. Intraoperative transesophageal echocardiogram (tee) 3 years and 3 months post-tavr confirmed appropriate seating and leaflet motion of the valve but revealed moderate to severe paravalvular leak (pvl) at the 12 o'clock position and moderate valvular stenosis. Explant note stated that "tavr valve was notably deployed low".

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. The cause of the low deployment of the transcatheter heart valve (thv) observed during device explant could not be determined based on the information available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (low deployment of the thv) may have caused or contributed to this event. However, a definitive root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, and additional information added to h11. The stenosis reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The valve stenosis was confirmed based on provided medical record. Available information suggests patient factors (hyperlipidemia, diabetes) likely contributed to the event as a patient medical history of type 2 diabetes and hyperlipidemia were reported in the medical record. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.